Manufacturer narrative:
Ra has just received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation.

Event description:
Procedure performed: unknown. From cer form: I received an email from customer services advising the below, we were contacted on the 29th of january and were advised the incident happened "last week", so I am unsure of the actual event date. "The have a scope warmer ct3001 lot 1320569. They have used it since purchase, but last week after it washed it has started to rattle. They think it might the insulation coming off but they are not sure. They want to know if it's under warranty." Intervention: na. Patient status: na.

Event description:
Procedure performed: unknown. The have a scope warmer ct3001, lot 1320569. They have used it since purchase, but last week after it washed it has started to rattle. They think it might the insulation coming off but they are not sure. They want to know if it¿s under warranty. From cer form: I received an email from customer services advising the below, we were contacted on the 29th of january and were advised the incident happened "last week", so I am unsure of the actual event date. Intervention: na. Patient status na.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Testing was performed on the event unit, which confirmed that the scope warmer bottle rattled when it was shaken. Engineering observed that there was an incomplete weld at the top of bottle. Based on the condition of the returned unit, the reported event occurred during the manufacturing process at the bottle vendor¿s facility. Applied medical continuously seeks to improve the form, function and ease of use of its products. As part of this process, applied medical is currently researching possible inspection enhancements intended to further minimize the potential for this type of event to occur.